Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was treated by paramedics for a blood glucose reading of 36 mg/dl. The customer stated that he overworked himself gardening prior to the event. Nothing further was reported.